Event description:
It was reported that on an unspecified date the 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp had a separation problem. This is report 1 of 5. It was stated that ¿ we have experienced several incidents with the 2-way devices that we use for chemotherapy at the clinic. During the connection by the nurses, one of the 2 lines disconnected from the manifold. This event occurred 5 times over 2 days with the same lot being involved each time. There were no consequences for either the patient or the medical staff, since the verification was performed before unclamping the bag. We replaced the device with another one. ¿ photo of the device was not provided. The status of the product at the time of the event is during connection. The customer clarified, ¿the devices should have been used on patients. I cannot give you their names because they were not noted during the incidents. The check took place before any product connection, so no leaks occurred. The incidents occurred on november 19 and 20. No visible signs of malfunction on the devices concerned before use. Storage at room temperature in sterile packaging. Attached you will find photos of the defective device recovered (one closed and the other unclipped). Unclipping is done without forcing.¿

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. The customer stated the event took place either november 19 or november 20. D4, g4: model number is not sold in the us but similar device is sold under model b33371. This product was used for the product code and 501k. The device is available to be returned for evaluation; however, it has not yet been received. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
D9 - date returned to mfg: 1/2/2025 received five (5) new. List #011-h3393, 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp; lot #14051971. No visual damages or anomalies were observed. The reported complaint of the check valve disconnecting could be confirmed from the photo and the samples received. The received photo showed the check valve disconnected from the tree. The received samples were tested and three of the five were found to disconnect easily. The probable cause of the disconnection is from lack of solvent during assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.